Event description:
It was reported that one day post implant the patient experienced asystole when their implantable pulse generator (ipg) and right ventricular (rv) lead were not capturing. The physician conducted a lead revision and chose to replace the ipg as a precaution to a header/connector issue. The lead remains in use and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).